Event description:
It has been reported that the cooling oil was leaking from x-ray tube and system was not working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a leak of cooling oil in the x-ray tube. The fse examined the cooling system and oil hoses in the arch and repaired the oil hoses by making adjustments and accommodations. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.